Manufacturer narrative:
Insulin pump received with no button response due to moisture keypad traces. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Insulin pump received with frozen display due to moisture damage at electronic assembly. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
Customer reported via phone call that she went swimming with the device on. Customer's blood glucose was 249 mg/dl. Device alarmed unexpected restart alarm. There was fluid under the lcd display. Customer mentioned the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.